Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for evaluation. Abrasion was noted on the inlet tube of the pump. No functional abnormalities were noted with the pump. A separation with adjacent abrasion was noted on the exhaust tube of cylinder 2. This was a site of leakage. A group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 2. This was a site of leakage. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the exhaust tube of cylinder 2 indicated that the tubing had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.

Event description:
According to the available information this inflatable penile prosthesis was revised on (B)(6) 2021 due to the device doesn't inflate. A tubing fracture was observed upon removal at pump insertion.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, device doesn't inflate. Tubing fracture observed upon removal at pump insertion. No other adverse patient effects were reported.